Event description:
On 11/4/1998 a dentist called and reported about 5 cases of postoperative pain resections after inserting crowns using ebs-multi priming and bonding agent and sono-cem luting cement.